Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient experienced worsening of impulse control disorder after deep brain stimulation (dbs). This included reckless behavior which possibly led to traffic accident. The symptoms were reported as a serious adverse event. Actions taken included adjustment of dbs settings, but outcome was not known. No further complications were reported. (B)(6)2019 e2 (for, sdy, rep): no new information.